Event description:
A malfunction alarm was reported with a displayed code of malf 9. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, and the malfunction code did not recur after resetting. Customer was advised to continue using the pump and to call back if any issues arose again, with an understanding and acknowledgment of the instructions provided.